Manufacturer narrative:
Device failure investigation on-going.

Event description:
The 3.5 mm drill bit broke during rsp surgery. Surgeon elected to leave broken piece in pt, since the glenoid head is impacted onto the baseplate and prevents the broken bit from dislodging.